Manufacturer narrative:
The manufacturer previously reported a ventilator fails to charge the internal battery. The device was returned to the manufacturer's service center for evaluation. During evaluation, "service required" codes were found in the device's downloaded error log. The device's internal battery and power management board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.